Event description:
It was reported that there were non-physiologic intervals on the right ventricular (rv) lead. The rv lead impedance was found to be varying and had low impedance. The patient will be monitored more frequently with no intervention done for the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).